Manufacturer narrative:
Date is estimated.

Event description:
It is reported that an elderly patient received a burn mark on the earlobe from a tc sensor. In the tcm tosca/combim operator's manual (software version 3.00, publication 201504, edition e) it is stated that the recommended maximum application time is 8 hours at a sensor skin interface temperature of 42 degrees celsius. According to the hospital the sensor was applied for 12 hours or more at a temperature of 42 degrees celsius and this is believed to be the cause of the burn. The device was checked, but no problems was found. The sensor and monitor has been sent to radiometer for investigation.

Manufacturer narrative:
The application time on the measurement location was longer than stipulated in the IFU.

Manufacturer narrative:
In MDR follow-up report #3 h1 was incorrectly ticked off as 'malfunction'. However, it should have been ticked off as 'serious injury', which has been corrected in this follow-up report #4.

Manufacturer narrative:
Corrected data: d4, UDI# and h4, device manufacturer date.

Manufacturer narrative:
The legal manufacturer in the initial report was stated as radiometer medical aps, the correct legal manufacturer is however radiometer basel ag.